Manufacturer narrative:
Upon retrospective review, this issue was determined to require an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. Customer reported that top row icons on the hemomonitor were grayed out which prevented the user from recording vitals. After further investigation it was determine that the hemomonitor pc was not communicating with client pc. The solution was to reboot the hemomonitor which interrupts vital monitoring. This case did not specify if there was a patient present at the time of the event. (B)(4).